Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown zero-p cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhang x-b, et al (2021), comparison between zero-profile and cage plate devices in the treatment of single-level cervical spondylopathy, british journal of neurosurgery, doi: 10.1080/02688697.2021.1923654 ((B)(6)). The purpose of this study was to compare the surgical outcomes of the zero-p and cage plate internal fixation system. From january 2013 to august 2018, 190 patients who underwent anterior cervical discectomy and fusion were included in the study. They were divided into the zero-p group and cage plate groups. The zero-p group consisted of 74 patients with 40 males and 34 females (mean age 50.14 +/-6.05 years) and were implanted with an unknown synthes zero-p cage. The case plate group consisted of 116 patients with 68 males and 48 females (mean age 50.29+/-9.06 years) and were implanted with unknown cage plate fixation system. All patients were followed up at 1 month, 3 months and 24 months after surgery. Complications were reported as follows: 5 patients had mild dysphagia at 1 month follow-up. 11 adjacent joints had intervertebral disc degeneration. This report is for the unknown synthes zero-p cage. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).